Event description:
The customer reported via phone call that her insulin pump was intermittently exposed to water while on a boat. The customer stated that water entered the insulin pump and began alarming. The customer mentioned that there was moisture in the reservoir compartment of the insulin pump. The customer's blood glucose was 100 mg/dl. While troubleshooting, the customer explained that the insulin pump went blank immediately after the device was exposed to moisture. The customer stated that there was a constant tone occurring. The customer further stated that none of the buttons were working. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. No cosmetic damage was noted.